Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The tubing was re-positioned to remove a kink which resolved the reported issue.

Event description:
The hospital reported that the system has low suction. There was no report of patient injury.